Event description:
The patient reported that the cartridge and the battery felt warm when removed from the pump.

Manufacturer narrative:
The device has been returned to animas. Eval has not yet been completed. When eval is complete, a supplemental report will be filed. No conclusions can be made at this time.